Manufacturer narrative:
The reported catheter issue was confirmed based on visual inspection. In addition, the 1st loop of serpentine balloon was completely detached off from the serpentine balloon shaft. The probable root cause of the reported issue could be a latent material defect. A visual inspection of the returned catheter was performed. The 1st loop of serpentine balloon was observed to be detached from the shaft. The catheter balloon was covered with the dried blood. Based on the condition of the returned catheter, functional testing could not be performed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 72347.

Event description:
Prior to insertion of the solex catheter into the patient for ivtm therapy, the attending physician noted (after removing the protective sleeve) the balloon serpentine on the catheter distal end was open and not tightly bound. However, during the investigation, the returned catheter was observed with the dried blood inside the serpentine balloon and the first loop at the distal end of the catheter completely detached. Therefore, solex 7 catheter was used on the patient. No patient consequences. No additional information was provided.